Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- insulation < threshold - insertion tube insulation too low - light guide rod lens (1x) --- cracked - distal end --- scratched - bending section rubber glue --- separated - connecting tube --- wrinkle 10mm from glue - scope cover --- cracked - mouthpiece --- scratched - air/water cylinder --- scratched - suction cylinder --- scratched - universal cord --- buckles - connector --- scratched - biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 19 colony forming units (cfus) of unspecified gram-positive bacteria and coagulase-negative staphylococci. It was determined that this microbial detection was within the range of conformity (5 - 25 cfu¿s). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through and flushes out the auxiliary, air, and water channel. The customer uses septo preclean detergent during the pre-cleaning process. During the manual cleaning process, the customer uses septo preclean and brushes the instrument channel, suction cylinder, and instrument channel port. The customer uses nova clean brushes (ref. (B)(4) and lot: 2021112412vcbk). It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, an etd 3 machine is used with endodet detergent and endoact (disinfectant). The scope is stored horizontally in a simple cabinet without drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 26 colony forming units (cfus) of unspecified revivable microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.